Manufacturer narrative:
(B)(4) the device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous, distal posterior descending coronary artery. Pre-dilatation was performed with a 1.5x12mm semi-compliant balloon. A 2.5x23 mm xience prime stent was deployed at 16 atmospheres and a proximal end dissection was noted. Another xience prime stent was implanted to cover the dissection. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.